Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured" later health care profesional reported "rupture" and "changes in shape and density" diagnosed via ultrasound this record is for the right side. The devicewas explanted and replace with non abbvie. Device will not be returned.